Event description:
It was reported that the patient presented to the emergency room with chest pain. Device interrogation revealed low pacing impedance and oversensing noise resulting in inappropriate therapy on the right ventricular (rv) lead. Chest x-ray revealed clavicular crush of the rv lead. Atrial lead was previously known to be dislodged. On 2 sep 2024, the physician elected to cap and replace the rv and atrial leads. The patient condition was stable following the procedure.